Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit received with constant motor error alarm during rewind due to corroded motor home switch. Unit received with minor scratched lcd window, cracked reservoir or tube lip, cracked belt clip slot, and cracked battery tube threads.